Event description:
It was reported that two hours post leadless implantable pulse generator (ipg) implant, the patient experienced pericardial effusion, became hypotensive and coded.  The patient brought to the cath lab for pericardial synthesis and fluid was drained from the pericardial space. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys/ expiration date: 14-feb-2021 / serial#: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no. Mfg date: 03-sep-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.